Event description:
N/a.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. The evaluation showed that the adjustment wrench threads, 6in transitional teeth, shock cushion and 1/4in pin are worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the transition arm on the mayfield ultra base unit (a2101) rotates when in the locked position. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.